Manufacturer narrative:
Evaluation summary: the root cause for the reported issue is most likely, related a failure to follow the directions for use. The account used a lens/cartridge combination, which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The lens model is not qualified for use with this cartridge. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implantation procedure, the iol cracked and could not be used. The physician thinks that the issue is related to the cartridge. It is unknown if there was patient contact with the product. Additional information has been requested.